Event description:
Customer reported the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and determined a software reload was needed. Waiting on customer to approve. This MDR is related to ge healthcare complaint number.